Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 latch was broken and failed to lock properly. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch was broken. The field service engineer had replaced the broken latch on tower door 3 using a compatible latch from a storage unit and verified functionality through hardware test application. The system functioned as intended after the field service engineer repaired the device.